Event description:
Pt scheduled for laparoscopic vaginal hysterectomy. Endo gia was applied to right ovarian ligament with vascular staples. Device would not disengage. Repositioned and extension dislodged from gun. Another gun applied and still unable to open stapler jaws. Therefore an open laparotomy was performed. Increased hospitalization by 1 day, increase on anethesia time by 1 hour.